Event description:
Surgeon claims that bladed trocar was dull as he attempted insertion; had difficulty inserting; surgeon states "reprocessed bladed trocars are no good." There was no injury or blood loss to patient as a result of the device event.======================manufacturer response for bladed trocar, ethicon endo-surgery trocar xcel (per site reporter).======================they are going to pick up the device and provide us with a report.what was the original intended procedure?laparoscopic procedure with excision of left ovarian cyst removal of bowel omental adhesions.